Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, d9, g3, g6, h2, h4, h11 once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the peg of the glenoid trial fractured during a procedure. No patient harm was reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. Visual examination of the returned product identified that one of the pegs has fractured, where the fragment was not returned. There is damage to the sides, bottom, and articular surface. All of the product identifiers are conforming to the print. Further analysis identified fracture surface artifacts of hackle marks and river lines suggest the overload failure mode. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed through product return. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.